Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, it was found that this patient had an increase in power consumption due to high rate atrial sensing. The device had the signal artifact monitor (sam) patch installed and enabled in the past. The sam patch can cause an increase in power consumption if enabled. Technical services (ts) recommended methods to reduce the high rate atrial sensing and consider reprogramming the device to a non-atrial brady mode and program off the atrial lead. No adverse patient effects were reported. This product remains in-service.